Event description:
Reporter indicated that pt feels as if the generator is "going off excessively". The pt indicated that their neurologist "took away their ability to use the magnet" sometime ago due to numerous magnet activations that were recorded in device programming history. The pt attributes these excessive magnet activations to spontaneous excessive stimulation of the generator. The pt reports a drastic decrease in seizures with the vns therapy along with significantly improved alertness.